Event description:
It was reported "mid-catheter fracture found after intraoperative catheter removal". The catheter was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "mid-catheter fracture found after intraoperative catheter removal". The catheter was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter with the original packaging box that does not match the serial number on the returned iabc. Returned with the sample was the data-scope inflation tubing, which appeared sealed and unused, the returned semi-finished insertion kit appeared sealed and unused. Upon return, the bladder was fully unwrapped. A kink to the iabc central lumen was noted at approximately 48.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0077in and was within specification of process document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 7.9cm from the iabc distal tip. Some blood and debris were noted on the guidewire. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 36.1cm from the iabc luer, which is the location of the previously noted kink. The guidewire met resistance and could not advance at approximately 75.9cm from the iabc luer tip. Some blood and debris were noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the middle section of the catheter was broken" is confirmed. A kink to the central lumen was noted during the visual inspection of the returned iab catheter, and resistance was noted at the location of the kink upon loading a guidewire into the iabc central lumen. Based on a review of the device history record (DHR), the product met specification up-on release; however, the received product did not meet specifications during the complaint investigation due to the kinked central lumen. The root cause of the kink is undetermined, but a potential cause is customer handling. No further action required at this time. This will be monitored for any developing trends.